Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the ER department during insertion. After the swg was placed, the dilator was unable to be advanced smoothly; was found to be bent. As a result, the dilator was removed and a new kit was opened and used to successfully complete the procedure. There was a delay reported, however, there was no harm caused to the patient. There were no complications, death, or injury reported to the patient as a result of this occurrence.